Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophagogastroduodenoscopy (egd) procedure performed in the stomach on (B)(6) 2019. According to the complainant, prior to the procedure, there was difficulty rotating the handle which caused the band deployment not working properly. Reportedly, the device would not properly install on the scope. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.